Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the lead exhibited noise. No intervention had been performed. The patient remained asymptomatic.

Manufacturer narrative:
Should have been reported as (B)(6) 2008.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the lead had been reprogrammed. The patient was asymptomatic before, during, and after the reprogramming.